Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post paced t wave oversensing. The patient was asymptomatic. The device was reprogrammed.

Event description:
Additional information that there was additional post paced t-wave oversensing. The oversensing was noted on a stored egm. The programming changes will be discussed with the following physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information that programming changes were made.